Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prim test, excessive no delivery test and displacement test or verify motor error alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump exposed to moisture and alarmed motor error twice. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump was exposed to fluid in the past with no moisture visible in insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.